Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set had foreign matter in the fluid path. The following information was provided by the initial reporter : it was reported that human hair was found in the device.

Manufacturer narrative:
H.6. Investigation: one sample was submitted for quality investigation. The customer complaint of foreign matter - hair was verified by visual inspection. Evaluation of the sample submitted shows that there is a hair inside the drip chamber. The sample is still in its sealed package. There are no other issues identified on the sample submitted. A device history record review for model 2420-0500 lot number 22015880 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that the product was contaminated during the assembly of the drip chamber. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter - hair with lot #22015880 regarding item #2420-0500. H3 other text: see h.10.

Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set had foreign matter in the fluid path. The following information was provided by the initial reporter : it was reported that human hair was found in the device.